Event description:
It was reported the patient fell and later experienced a lead migration. X-rays confirmed the issue. As a result, surgical intervention took place wherein the lead was revised to a better position. Effective therapy restored post operatively.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.